Event description:
It was reported to boston scientific corporation that a wallflex enteral duodenal stent system was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure on (B)(6), 2012. According to the complainant, the indication for the stent placement was a malignant stricture. The length of the stricture was 6cm and the stricture was located at d2 in the duodenum. The patient anatomy was not noted to be tortuous. During the procedure, the stent was partially deployed within the patient. However, the proximal end of the stent was stuck within the catheter and the stent could not be fully released. The partially deployed stent was removed from the patient. No visible damage was noted to the device. The procedure was completed with another wallflex enteral duodenal stent system. There were no patient complications as a result of this event. The patient condition was reported to be stable.

Manufacturer narrative:
(B)(4):the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.